Event description:
(B)(4). Since (B)(6) when I had the essure implanted I am constantly on an emotional train. My periods are longer and heavier, my hair is thinning, I have facial acne that I didn't have ever before, lower back pain, sporadic pains around stomach and lower back, headaches, confusion, memory lose, hot flashes, night sweats, painful ovulation, painful menstruals, pain after intercourse, severe bloating, heartburn, headaches, anxiety, forgetfulness, dizziness, weight gain.